Manufacturer narrative:
Na.

Event description:
The customer complained of discrepant ureal urea/bun, creatinine, and ise indirect k for gen.2 results for 1 patient sample processed by the evo b-11dr mpa 7 plus automated pre-analytical system and tested on a cobas 6000 c (501) module serial number (B)(4). The specific creatinine method was not provided. Upon review of the provided data there was an additional discrepant glucose result for the patient sample. The initial bun result was 106 mg/dl. The initial creatinine result was 10.332 mg/dl. The initial k result was 6.63 mmol/l. The initial glucose result was 102 mg/dl. The initial results were reported outside of the laboratory. The physician questioned the initial results from the sample cup as they did not match the patient's history. The customer repeated the testing from the primary tube. On (B)(6) 2018 the repeat bun result was 22 mg/dl. The repeat creatinine result was 1.382 mg/dl. The repeat k result was 5.42 mg/dl. The repeat glucose result was 66 mg/dl. A new sample was collected from the patient. The bun result was 23 mg/dl. The creatinine result was 1.446 mg/dl. The k result was 4.35 mg/dl. The customer deemed the repeat results were correct. There was no adverse event. The bun, creatinine, and glucose reagent lot number and expiration date were asked for but not provided. The k electrode lot number and expiration date were asked for but not provided. The customer stated that the drip tray was not aligned with the pipettor. The field service engineer (fse) realigned the drip tray, but he could not duplicate the problem. He verified that the instrument was operating to specifications.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.